Event description:
During atrial implantation on (B)(6) 2023 of vega r52 in the right atrial appendage patient complaint of severe pain in the thorax. Vegar52 screw had been turned 7 times. Electrical measurements were suboptimal and lead was unscrewed and replaced on a different location with normal threshold, sensing and impedances. Little epicardial fluid was seen 5-10mm on x-ray. On (B)(6) 2023, the patient was readmitted to hospital complaining of dyspnea and chest pain and with pulmonary sepsis. On (B)(6) 2023, the patient died. According to the physician there is no relation between implant and sepsis.

Manufacturer narrative:
Correction: section h1, the type of event to be reported in the initial report, "serious injury" was selected rather than 'death'. The correction was made in this MDR report. Investigation summary: based on available information, as pericardial effusion occurred following implantation, a ventricular cardiac perforation could be suspected. Cardiac perforation may be attributed to factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. It is a well-known potential complication associated to such implantable devices, discussed in published literature. Despite a painful implantation procedure for the patient, the lead was finally correctly positioned, and electrical parameters values were correct. Therefore, in this case a lead malfunction is not suspected. The subject lead was sterilized and released according to applicable standard operating procedures. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
During atrial implantation of vega r52 in the right atrial appendage patient complaint of acute pain high in the thorax. Vega r52 screw had been turned 7 times. Electrical measurements were suboptimal and lead was unscrewed and replaced on a different location with normal threshold, sensing and impedances. Little epicardial fluid was seen on x-ray. Some days after implantation patient was readmitted to hospital with pulmonary sepsis and died a few days later. According to the physician there is no relation between implant and sepsis.